Event description:
It was reported the pt's incision site was not healed completely to the expectation of the physician. F/u identified the pt's incision site has healed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.